Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump¿s display screen exhibited a pixel color change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: the complaint of a pixel color change to the display could not be investigated. The pump powered on to a blank display. Investigation determined that a display flex issue caused the blank display.